Event description:
It was reported that the patient had been in the hospital for 4 days. The patient¿s son had made multiple attempts to have someone reduce the patient¿s dose because the patient was ¿suffering a complete altered mental status.¿ in the past 30 days, the patient had lost nearly 30 pounds, was not eating, was not sleeping, was ¿pretty much bedridden¿, and ¿pain level is at an absolute zero.¿ the family was requesting that they taper down his dose slightly to clear up his head; if necessary they would give him something for the pain, but currently he was ¿completely confused.¿ the patient was currently in a hospital that his pump managing physician did not have privileges at. The patient¿s son was under the impression that the hospital was trying to contact someone to have the pump turned down. Within the last hour, the son learned that the hospital thought the pump was inactive. The patient¿s son was very frustrated by this because he and the patient had been in the hospital for 4 days requesting to have it turned down and ¿now they are stating they thought it was inactive, in other words, they are giving him meds not knowing that he is also receiving medication through the pump.¿ the patient¿s son tried calling the patient¿s current pump managing physician, but he was out of the office. The office staff took a message and was going to try to contact a local rep. The pump had been delivering morphine. In the past 6-8 months they added in baclofen for the patient¿s spasms. The patient had not had an increase in the pump dose, but the patient had lost nearly 30 pounds and was bedridden which the patient¿s son felt could be making the difference and not justify the patient¿s current dose. It was later reported that the patient was seen at the hospital and ¿everything is ok.¿ additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).